Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed for type ib and type ii and through clinical assessment. There were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Cautionary product use conditions that might have contributed to this event included moderate/severe calcification at the bifurcation/iliacs. Approximately two weeks post implant, there was evidence to support: two type iiib endoleaks. One type iiib was approximately 1 cm above the bifurcation (left posterior aspect) and the second was found in the right common iliac artery. On the right side of the bifurcated body, the limb had an area of poor stent apposition whereas the left side had inadequate distal overlap of 0.6 cm with a non endologix stent. Approximately 1 month post implant, a secondary procedure was confirmed. The intervention involved the coiling of the right sided lumbar and the placement of a limb extension; this study was not available for review. As there were no post repair images available, it is unknown as to the final disposition of the endoleaks. The technical success and final patient disposition could not be established due to the lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, cautionary product use conditions that might have contributed to this event included moderate/severe calcification at the bifurcation/iliacs.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 1 month post implant of a bifurcated device and two suprarenal aortic extension; the patient was symptomatic, and was seen routinely for follow up. Reportedly, an endoleak was identified on a computed tomography, but indetermined if it was a distal endoleak or from the lumbar arteries. An angio was then performed, and the physician elected to implant a limb extension, and placed with good results. The patient is doing good.